Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the process, and advised the customer to contact them if the issue recurred. The malfunction did not reoccur after the reset, and the customer acknowledged understanding the instructions.